Event description:
It was reported that there was a confirmed pump motor stall. It was noted that a manufacturer¿s representative saw the patient on the day of report to help with the patient¿s dose decrease. It was reported that upon interrogation an attention dialogue box with a motor stall as well as the pump tube set message appeared. It was noted that the patient had a MRI ¿around the time of the stall but reports patient is not a reliable historian.¿ it was reported that the patient did not hear the pump alarm; however, after the manufacturer¿s representative interrogated the pump, the patient did hear the critical alarm. It was noted that the patient did not have any withdrawal symptoms. It was reported that the patient is in a care facility and was feeling too sleepy and that is why they were requesting the dose to be turned down. It was noted that the patient stated that ¿the last few weeks have been hell.¿ it was reported that the alarm was not heard but a critical alarm was confirmed by telemetry. It was noted that the critical alarm was due to the motor stall. It was reported that the logs showed the motor stall occurred (B)(6) 2013 and the stall was constant. It was noted that the stopped pump may exceed tube set occurred (B)(6) 2013. Later, that same day it was further reported that no recovery was noted in the logs and the pump was still on hard stall. It was noted that the pump was set at minimum rate per healthcare provider¿s orders. It was reported that a health care professional (hcp) at the extended care facility where the patient is admitted, reported on (B)(6) 2013 that the patient was found completely unresponsive. It was noted that the facility was going to call ¿a code¿ and felt patient was narcotized. It was reported that the patient was transported to the hospital and was treated with narcan. It was noted that the patient responded to narcan and was returned to the extended care facility. It was reported that the patient received no narcotics from the facility. It was noted that the pump had been stalled during the occurrence so the patient should have been without drug. It was reported that the patient was a poor historian and reportedly the patient had been calling their family stating that they were in pain but then the patient told the manufacturer¿s representative at the time of report that the patient had no pain or withdrawal symptoms and was just sleepy. It was confirmed that the patient was also telling the facility that the patient had no pain. It was reported that the patient pump was being used to infuse morphine. It was reported that the manufacturer¿s representative was called to turn the pump down by 30% due to the patient reporting they were increasingly sleepy. It was noted that their healthcare provider (hcp) said that the patient was having other health conditions that was causing them to be sleepy. It was noted that the patient had weakness. It was reported that the patient denies the typical withdrawal symptoms of sweats, diarrhea, nausea, flu like symptoms. It was noted that the manufacturer¿s representative allowed at least twenty minutes seeing if the pump was in a telemetry state. It was reported during that time, the representative heard a critical alarm and the pump did not ever log a recovery. It was noted that at the time of report no replacement surgery was scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the device manufacturer representative saw the patient at his pain clinic on 2014-(B)(6). The motor stall still had not recovered and the pump remained at minimum rate. The alarms were silenced by the health care provider(hcp). The patient was pain free and well ¿other than an unrelated pneumonia¿. The patient was unsure whether they would have the pump explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n156555, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).